Event description:
Customer called to report he was unable to rewind the insulin pump. Blood glucose reading was unknown at the time. Advised the customer through the entire set change process. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.